Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2021 a patient (pt) reported a ¿virus¿ in the od while wearing the acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cls). On (B)(6) 2020 the pt thought ¿some firework debris was caught in the lens¿. On (B)(6) 2020 the pt experienced eye irritation, tearing, swelling, sensitivity to light and presented to an eye care provider (ecp) on (B)(6) 2020 for evaluation. The ecp advised the pt of a ¿virus in the od and also saw a scar in the outside of the cornea¿ that didn¿t affect the vision. No debris was found in the od by the treating ecp. The pt was advised to discontinue cls wear. The pt will attempt to locate the medical report from the ecp visit. No additional information was known at the time of the initial call. On 21jul2021 the pt provided the medical report by email. Date of visit: (B)(6) 2020; the pt reports an ¿eye infection (B)(6)¿. The pt was wearing an od cls and thinks debris from fireworks landed between the eye and the cls. The pt had ciprofloxacin left over and started using it and the od is better. The od was sensitive to light. Medication: ciprofloxacin 0.3%/dexamethasone 0.1% ear drops, 1 drop tid; ocuflox 0.3% eye drops, 1 drop q1h while awake os prescribed (B)(6) 2020. Visual acuity od: 20/20; iop: 13. Anterior exam od: cornea, pinpoint scar, no epi defect; anterior chamber: deep and quiet. Assessment and plan: keratitis secondary to contact lens. Plan: contact lens associated irritation od with pinpoint scar ¿ may have had mild epi¿defect/keratitis but looks quiet today. Finish course of cipro drops. Does not sleep in cls but recommended the pt minimize use as is at high risk of ulcer. Wants to continue cl use at school 6-8 hours a day so could consider rgps or scleral lenses instead. Return in 1-2 months. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00snm3 was produced under normal conditions. The suspect od discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.